Event description:
The user facility reported the purge holder on the aic broke while prepping the device.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is underway. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Product was returned for evaluation. The cause of the aic issues was broken/ missing purge flag.